Event description:
The patient had a synchromed el implantable infusion pump implanted in 1999 for the treatment of non-malignant back pain. The hcp reported that when the pump was refilled, the nurse was getting back more medication than the pump was indicating. The catheter was fine upon examination. The reservoir volume was more than it should have been. The hcp reported that during the event the patient experienced acute drug withdrawal with unspecified symptoms. The patient was treated with oral replacement medications as needed. The device was explanted in 2000. The patient recovered without sequela.